Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular defibrillation impedance was high and there was a patient alert. It was later reported that the patient was seen in the clinic subsequent to this event and no reprogramming or any other intervention is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for lead failure predictor on (B)(4) 2011 01:00:33. The lead was oversensing and eight ventricular fibrillation (vf) episodes with greater than or equal to 190 ms average v-cycle lengths were recorded between (B)(4) 2011 14:25:00 and (B)(4) 2011 13:59:57. There was also a resistance/impedance increase and the weekly hv-lead impedance trend data shows an abrupt increase for min and max svc defib impedance equal to 53 to 254 ohms peak between (B)(4) 2011 and (B)(4) 2011. Analysis also revealed one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 15:00:04. The daily hv-lead impedance trend data shows an abrupt increase for defib active can on impedance equal to 65 to 101 ohms peak between (B)(4) 2011 and (B)(4) 2011.